Manufacturer narrative:
An event of delivery sheath kinked, and the dilator got split into two after the first implant attempt was reported. One image from field appeared to show there is a split at the tip of dilator. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Manufacturing engineering reviewed the reported details and deemed the reported event of dilator tip separation was related to a potential product quality issue. As a result of this finding, abbott is performing further investigation to monitor this issue

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 16 july 2024, a 14f amplatzer amulet delivery sheath was chosen for procedure. During procedure after the first implant attempt, the delivery sheath became kinked, and the dilator was split in two. The device was replaced with another 14f amplatzer amulet delivery sheath. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as discharged.